Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cn said there was an arterial alarm that occurred, and blood was then observed ¿spraying out" of the bloodline. This occurred within the first ten minutes of treatment. The lines were clamped and the blood pump was stopped. As the cn was disconnecting the supplies and preparing the machine to be cleaned and disinfected, the bloodline separated at the leak location. The separation occurred at the red tubing segment that feeds into the blood pump. The cn said the clear line just under the red segment fell off as they were handling it. There were no leaks noticed during the priming phase, and all tests passed prior to treatment initiation. The cn said there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The cn said there was an arterial alarm that occurred, and blood was then observed ¿spraying out" of the bloodline. This occurred within the first ten minutes of treatment. The lines were clamped and the blood pump was stopped. As the cn was disconnecting the supplies and preparing the machine to be cleaned and disinfected, the bloodline separated at the leak location. The separation occurred at the red tubing segment that feeds into the blood pump. The cn said the clear line just under the red segment fell off as they were handling it. There were no leaks noticed during the priming phase, and all tests passed prior to treatment initiation. The cn said there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.